Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient representative stated the implantable pulse generator (ipg) exhibited premature battery depletion. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.